Event description:
The manufacturer received information alleging when turning the power on for an operational check of the trilogy evo, o2, japan device, immediately the screen turned red, and an alarm sounded continuously. The device was powered off by holding the power button. There was no harm or injury reported. The device was not in patient use. The trilogy evo, o2, japan device was returned to the manufacturer for evaluation and the customer¿s complaint could not be reproduced. However, ventilator inoperative error codes indicating that therapy cpu is still running in boot monitor software and ripc communication failure between the therapy and ui cpus were recorded in the device's event log. The device passed functional testing and no abnormalities were observed. It is believed that the alarm was caused by a temporary malfunction occurring on internal communication between the system board and display board. The device's system board and display board have been replaced to address the issue. Additionally, an error indicating a ripc communications failed was confirmed in the event log. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).